Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of approximately 500 mg/dl; cause unknown. A correction bolus was delivered via pump to address bg. The customer suspected the cause of high bg was due to the pump; however, a system check with tandem technical support indicated that the pump and related supplies were functioning as intended. At the end of call, bg lowered to 443 mg/dl. The customer continued to use the pump for insulin therapy.